Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-19191, 1627487-2021-19192. It was reported the patient's ipg received the "replace generator soon" message and the left extensions was showing high impedances. Surgical intervention took place in which the ipg and both extensions were replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of the event is estimated.